Event description:
Target lesion was in the proximal lad, with moderate calcification. After pre-dilating the lesion, the penta stent was advanced, but it became stuck in the calcification in the distal left main trunk. As the stent delivery system (sds) was withdrawn, the stent dislodged from the balloon and remained stuck in the calcification. A snare device was used to remove the undeployed stent from the patient.